Manufacturer narrative:
The device was received for evaluation. During functional testing, 'system error 322' was not reproduced.a review of the event history log revealed ' system error 322 '.a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified.no component could be determined for causality . The lower aux requires replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)).this occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.